Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with a 475cc mentor smooth round moderate plus profile on both sides and experienced bilateral unknown adverse event. As a result, patient underwent bilateral explantation and replacement with catalog number 3503420; lot number 5751771 on both sides on (B)(6) 2007. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left unknown adverse event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon secondary review of the file on march 8, 2022, it was noted that the there was no complaint associated with the devices and the initial reports were submitted in error. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) initial report was submitted in error.